Manufacturer narrative:
Device expiration date: unknown . Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that would not retract. The device was involved with a needlestick injury. It has not been specified whether any medical intervention or testing was administered. The following information was provided by the initial reporter: this IV did not fully retract and caused staff needle stick/exposure.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph of a used 20ga x 1.00in. Insyte autoguard unit. The photo displays media present in the device indicating the device was used before the defect was discovered. The photo showed the tip of the insyte autoguard needle protruding from the grip. The needle was partially retracted, and the safety mechanism exhibited no defects. The entire barrel was not visible in the photo. The reported issue was confirmed however the cause of the partial retraction could not be determined without the physical unit being investigated in addition to the photograph.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that would not retract. The device was involved with a needlestick injury. It has not been specified whether any medical intervention or testing was administered. The following information was provided by the initial reporter: this IV did not fully retract and caused staff needle stick/exposure.